Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment regarding the case being broken. Analysis also found that the battery drawer was broken, the battery release, heart block, lead flex cover, and release spring were contaminated, and the battery flex was corroded. It was also noted that the side bail covers and ring cover were broken and the bails and ring were missing.

Event description:
It was reported the unit has a cracked case. The unit was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.